Manufacturer narrative:
Concomitant medical products: 500ml ns bag, therapy date: (B)(6) 2015. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported chemo leak at the filter. Patient receiving doxorubicin 16 mg/ m2, etoposide 80 mg/ m2 and vincristine 0.4 mg/ m2 in 500 ml ns bag for 24 hour. Patient noticed orange dots on sheets. No harm to patient reported. Event occurred on med surg floor.